Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the surgery scheduled for (B)(6) 2020 was postponed due to covid19 to 5/12/2020. Field d7 for explantation date has been updated on this form. Also, the patient underwent bilateral explantation and replacement with catalog number smpx-525, serial number (B)(6) on the left side and with catalog number smpx-525, serial number (B)(6) on the right side on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/19/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with a 425cc mentor memorygel breast implant and was presented with capsular contracture; baker grade iii on her left side, confirmed on (B)(6) 2020 at the doctor's office. As a result, the device will be explanted on (B)(6) 2020.